Event description:
A customer contacted baxter technical services (bts) regarding assistance with their dog biting the drain line during dwell 2 of 2 on the homechoice machine (hc). The technical service representative (tsr) advised the home patient (hp) to end therapy. The nurse was contacted on (B)(6) 2011. The nurse stated they treated the hp prophylactically with vancomycin and she did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications. There was patient involvement; however, there was no injury reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a damaged drain line was confirmed and the root cause was determined to be animal damage. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.